Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding an implantable neurostimulator (ins) used for gastrointestinal/pelvic floor. Consumer reported they were doing ¿pretty good¿ with their ins. It was reported that they started to get uti's frequently and they inquired if uti's could be from ins. Patient inquired if their bladder was fully emptying when they go to the restroom and said it feels like it is emptying. Consumer reported they do good with their ins until they "slip up" which they clarified meant not getting up to go to the restroom or when they don¿t pay attention to what they are doing. It was confirmed that they are not making an allegation regarding the device when they mention "slipping up." It was reported that the utis began around (B)(6) last year and it was confirmed by their physician. No further complications reported/anticipated.